Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/81 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: left bundle branch vs apical pacing in atrioventricular block and normal cardiac function post-transcatheter aortic valve implantation: phystavi trial. Cjc open. 2025. 1-38. Doi: 10.1016/j.cjco.2025.07.014 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding left bundle branch pacing (lbbp) versus right ventricular (rv) pacing in patients post-transcatheter aortic valve implantation (tavi) with high-degree atrioventricular block and left ventricular ejection fraction (lvef) greater than or equal to 50%. The authors described complications that occurred. There were four in the lbbp group which consisted of three lead dislodgements and one hematoma which required intervention, and one in the rv pacing group of a pericardial effusion without perforation which was resolved with anti-inflammatory treatment. The status of the device and leads is unknown. No additional adverse patient effects or product performance issues were reported.